Event description:
A discordant wbc (white blood cell) count was obtained with one (1) patient samples on an advia 2120i analyzer. The customer did a study in which the four (4) of the patient's samples were run on different advia 2120i analyzers at 2 different laboratories. The customer considered the wbc count from the advia 2120i analyzer at their site (sn (B)(4)) to be discordant with the wbc counts obtained for this patient using 2 other advia 2120i analyzers at another laboratory. The wbc count results were not used to diagnose or treat the patient. There were no known reports of patient treatment being delayed, altered, or prescribed due to the discordant wbc count results. There were no known reports of adverse health consequences due to the discordant wbc count.

Manufacturer narrative:
The customer contacted the technical solutions center (tsc) regarding this event. The cause of the discordant wbc results is unknown. The instrument is performing according to specifications. No further evaluation of the system is required.